Manufacturer narrative:
Correction to d10: product return information has been added. Correction to h6: device code reported in the initial report was changed from 3190 to 1057. Conclusion statement: the allegation the ipg was replaced because it was approaching end of life (eol) was not confirmed. As received, the real-time status check using the uep showed the device¿s firmware was not running and had a stuck processor. After clearing the stuck processor, the device was placed in the therapy application and normal bonding was observed. No low battery message was displayed. A review of the logs showed the device entered the service application state on the day of explant. A review of the downloaded generator logs found that the returned device had not declared eol or eri recorded. The battery log did not show a drop in voltage that would was below the eri threshold and would cause a low battery message to displayed. The reason for the reported issue could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. It is unknown if the indicator triggered earlier than intended. As a result, surgical intervention occurred during which the ipg was explanted and replaced to address the issue.